Event description:
Pump declared an altitude alarm, and customer declined to provide blood glucose level at the time of the event, so there was no reported impact. Technical support instructed the customer to clean the speaker holes and attempt various measures to resume insulin delivery, including loading a new cartridge. After following these instructions, the alarm did not recur, indicating the original cartridge did not vent properly, and technical support planned to replace the cartridge.